Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml at 8mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2018, they were doing a catheter revision for the patient because they could not aspirate from the existing catheter. They changed the existing catheter out for a new 8780. They pulled old drug out the pump and diluted it by half and lowered the dose to 1mg/day. They aspirated from the catheter. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the hcp had tried to aspirate the catheter in office, date unknown. It was unsure why they could not aspirate. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative was notified of the event by the hcp on the day of surgery. There were no further complications reported at this time.